Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further specified as due to the "transfer set was not available in the area". On the same day as the event onset, the patient was hospitalized for the event. The next day after being admitted to the hospital, the patient was treated with vancomycin injection (1gm, every 5th day, intraperitoneally, for 14 days) and meropenem injection (1gm, intraperitoneally, for 14 days, frequency was not reported). Antibiotic treatment was discontinued and the patient was discharged eight days after the event onset. At the time of this report, the patient has recovered and pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.